Manufacturer narrative:
The device was not available, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the patient underwent uneventful right eye cataract plus trabecular micro-bypass stent system procedure with two (2) stents implanted successfully. During the attempt to remove the injector, the surgeon's positioning was ¿too anterior¿ inadvertently resulting in endothelial cell touch and corneal damage. Additional information is being requested.